Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed and caused by a dislodged component from the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced. Additional information:dislodged / dislocated.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed a system error 105. There was no patient involvement.